Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an infection occurred. The patient was a participant in the (B)(6) study. The implantable ca rdioverter defibrillator (ICD) system pocket was scheduled for a revision. No further patient complications have been reported as a result of this event.